Manufacturer narrative:
This report is being supplemented to provide additional information including the device evaluation results and the legal manufacturer's final investigation. Additionally, (d8) was this device serviced by a third party? No selected, (h3) device evaluated by manufacturer was updated to yes. The device was returned to olympus for inspection, the reported issue was confirmed, and the cause was identified as a faulty charged coupled device circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, root cause was identified a faulty circuit board. However, the specific cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). Device returned/received for evaluation, but evaluation not yet performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii" was inspected before use and the screen turned green during the operation. The issue was found during procedure, and the therapeutic (respiratory surgery video-assisted thoracoscopic surgery) was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to link recall notification z-0697-2024 to this case. Correction: (h7) ¿if remedial action initiated, check type¿ notification selected. (H9) ¿if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number¿ recall notification reference number added.